Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient's foot was amputated because the boot provided a pressure point on the foot. No further information is available at this time.